Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had ventricular tachycardia (vt) but the device did not deliver therapy. Boston scientific technical services (ts) discussed multiple events noted in ventricular tachycardia (vt) monitor zone. Moreover, emergency medical services (ems) shocked the patient into normal rhythm. The device remains in service. No adverse patient effects were reported.